Event description:
The customer reported the subject device was not displaying an image due to a disconnection. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, it was observed the coating on the insertion section was peeling off. This report is being submitted for the malfunction found during evaluation of the device (coating peeling off). Additional details have been requested regarding the reported issue; however, no further information was available.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the coating peeled off due to stress applied during use of the device, external factors, or handling of the device. However, a definitive root cause could not be determined. The reported issue (no image) was confirmed and found to be due to failure of the charge-coupled device unit (imaging unit). In addition, service found the device was leaking due to a pinhole in the bending section cover, that was caused by external factors. The insertion tube was crushed and scratched due to external factors. The bending angle was out of specification due to stretching of the angle wire, and the adhesive on the bending section cover was chipped. There were scratches on the universal cord due to external factors. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.